Event description:
On (B)(6) 2010, pt reported the infusion device piston rod would not retract all the way. Infusion device reset to full cartridge volume, but pt was unable to insert a full cartridge as the piston rod was still extended. Pt reported she did not overfill the cartridge. Correct type of battery was used in infusion device. Infusion device was not dropped or exposed to water, and there were no abnormal objects blocking the piston rod. Infusion device was replaced and requested for eval. No physiological effects were reported. The pt did not require treatment from a healthcare professional or second party to address the issue.